Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service has cross checked flow sensors, exhalation valve body and exhalation diaphragm but the problem was not resolved. All transducer test were perform but the circuit pressure test failed. Vyaire also performed transducer calibration and exhalation pressure calibration. The exhalation calibration was failed. Fsr found out that the issue was caused by the problem in main pcb.

Event description:
The customer reported that vela comp d is giving low pip and transducer fault, alarms are in yellow. There is no patient involvement in this reported event.